Event description:
A business manager reported a patient had an unexpected postoperative refractive outcome after have a toric intraocular lens (iol) implanted. The lens was exchanged for a different powered toric iol. In a follow up, the surgeon reported it was unknown if the lens contributed to the outcome, and the event has resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2013. (B)(4).